Event description:
A nurse reported during a phacoemulsification procedure, the sys shut down without warning. A second sys was used and the case was completed with no pt impact. Additional info was received from the nurse reporting the sys did not display any messages or pop-ups before shutting down. The screen went black and the machine shut down. No pt injuries were reported.

Manufacturer narrative:
The company rep reseated the voltage distribution board and tightened all connectors. The sys was then tested and met all product specifications. A root cause has not been identified. (B)(4).